Event description:
The pt reported that in 2009, he began to feel ill and his blood glucose was elevated to 20 mmol/l (360 mg/dl). His normal blood glucose level is 6 mmol/l (108 mg/dl). He found that the infusion device was in the stop mode. He believes he placed the infusion device in the run mode earlier in the morning after changing the insulin cartridge but it is a possibility that he did not. He believes the insulin device should have given him a warning. He placed the infusion device in the run mode and bolused 7 units of insulin. His blood glucose lowered to normal within 2.5 hours. He stated that he placed the infusion device in the stop mode and a warning beep was produced each minute as expected. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.